Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent low glucose event with a blood glucose of 39 mg/dl, self-treated with glucagon, and no medical assistance or hospitalization was required; no device issue was identified and the device component was not determined due to insufficient information. Symptoms included hypoglycemia with associated confusion or disorientation, dizziness, and diaphoresis. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.